Event description:
The manufacturer was notified that on (B)(6) 2024 a perceval plus m sutureless bioprosthesis was implanted in a patient registered with 3mensio, with no contraindications observed. As reported, the patient¿s annulus was heavily calcified with no abnormal geometry. The patient's aortomitral continuity and the area around the annulus were resected and cleaned from calcification. Reportedly, sizing was performed accurately and there was no issue of over-sizing or under-sizing identified. A mitral valve replacement was also performed as concomitant procedure before the perceval valve implant, using a pericarbon more size 27 bioprosthesis. Despite being stable during the surgery, the patient was connected to ECMO in the intensive care unit and underwent a redo procedure the day after the initial surgery due to a central leak detected on the perceval plus prosthesis. Upon entering the case, it was observed that the left coronary leaflet did not open. As such, the perceval plus valve was removed, and a carbomedics top hat size 21 mechanical valve was implanted as a replacement. At week 4 after the redo surgery, the patient was reported to have a tracheostomy, be awake, and exhibit ventricular recruitment. Reportedly, the patient had improved and was a little more stable. No leak was observed in the aorta. Based on further information received, the patient was on ECMO for nearly a week and stayed in the internal medicine ICU for about 2.5 months, without stabilizing the values. The patient ultimately passed away on (B)(6)2025. According to the medical judgment received, while multiple factors such as organ failure, septic shock, and cardiac arrest likely played a role, it is difficult to establish the definitive cause of the patient's death. The medical assessment also indicates that repeated cardiac arrests, surgeries, and ECMO support may have contributed to the reported outcome. The manufacturer attempted to retrieve additional information on patient's medical history and risk factors but has been informed that no further information will be provided. It should be noted that no malfunctions were observed or suspected in the pericarbon more and top hat prostheses implanted in the patient. Therefore, the patient's death can be considered not related to the implanted devices.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The explanted percival plus prosthesis was returned to the manufacturer for analysis and was received in the provided plastic jar filled with an unknown liquid. The prosthesis appeared in an acceptable state of preservation. After decontamination, the valve was visually inspected without highlighting elements of non-conformity according to the specifications. The correct dimensions of the returned device were confirmed through dimensional analysis, including leaflets¿ height verification. In an attempt to reproduce the observed central leak, a hydrodynamic testing was conducted on the returned pvf-m valve. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean aortic pressure of about 100 mmhg was 2.29 cm2, above the iso 5840 minimum requirement of 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction was 3.3%, which is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. No anomalies were observed during the valve's opening and closing phases under both normotensive and hypotensive conditions. This was further confirmed by comparing the images acquired during the test with those from the steady flow test conducted before the product release. The comparison showed no evidence of anomalous behavior and revealed a substantial correspondence in the morphology of the leaflets' opening and closing. Based on the performed analyses, the reported event cannot be explained by any factor intrinsic in the involved device because no regurgitation and no open/close anomalies were observed during the functional test under hydrodynamic testing conditions per iso 5840:2021 minimum requirements. In addition, the review of the data filed in the device history record of the returned perceval plus heart valve sn (B)(6), confirmed that the prosthesis satisfied all material, dimensional, and performance standards required for a perceval plus valve pvf-m at the time of manufacture and release. It should be noted that the pre-operative CT scan assessment estimated the patient's native annulus diameter to be 22.9 mm, which is at the upper end of the indicated size range for a perceval m prosthesis (21-23 mm). Therefore, it cannot be excluded that the reported central leak and anomalous behavior of the prosthesis could have been caused by an unintended and unperceived undersizing of the prosthesis following the extensive decalcification performed intra-operatively, even though this cannot be definitively confirmed based on the available data.

Event description:
The manufacturer was notified that on (B)(6) 2024 a percival plus m was implanted in a patient registered with 3mensio, with no contraindications observed. The patient's aortomitral continuity and the area around the annulus were resected and cleaned from calcification. Reportedly, sizing has been performed accurately and there was no issue of over-sizing or under-sizing. Mitral valve replacement was performed using a pericarbon more size 27. The patient was connected to ECMO in the intensive care unit and underwent a redo procedure due to a central leak. Upon entering the case, it was observed that the left coronary leaflet did not open. As such, the perceval plus valve was removed, and a top hat size 21 mechanical valve was implanted as a replacement. No further information is available at this time.